Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed during prime. Alarm occurs every time prime was performed. The piston continues to move forward after it makes contact with the reservoir and insulin squirts out. The drive support cap was reported loose. Customer was advised to revert to back up plan. Customer's blood glucose was 106 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump has cracked case at display window corners, case at reservoir tube window corners, broken belt clip slot and missing end cap sticker.